Event description:
Healthcare professional reported left side "rupture, breast enlargement, pain, discomfort and redness." Device was explanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional data: photo evaluation: visual analysis of the photographs identified: device patch with lot number 3431796 and catalog number srf-415g. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side "rupture, breast enlargement, pain, discomfort and redness." Device was explanted.